Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-apr-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the patient was in non-profile mode. A technical support specialist (tss) confirmed with customer that patient had been discharged before further investigation. There was no issue on the device. The customer permission was given to close the case. The system functioned as intended after the technical support specialist investigate the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es tower, user reported an issue with a particular patient, stating that they were not able to see the patient¿s profile on the pyxis machine for any medications, and they were unable to pull or administer the medicines to the patient. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.